Event description:
It was reported that the patient had pacemaker syndrome due to vvi mode only pacing. The right atrial lead was noted to have high impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).